Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test however, the pump was received with high sleep and active current measurements. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range and the battery voltage (unloaded vaa) depleted faster than expected. A review of the pump history file reveals there are an excessive amount (less that a week apart) of low battery alerts (between 1/21/2024 and 4/6/2024), a change battery fault (replace battery) alert on 3/17/2024 at 09:32, seven (7) failed batt test (battery failed) alarms on 4/1/2024 (between 09:48 and 09:50), and a failed batt test (battery failed) alarm on 4/4/2024 at 11:13. The pump was cut open for a visual inspection. Found moisture damage on the electronic assembly (pcba 1 and pcba 2) with slight corrosion build up at the j6 (internal battery) and j7 (primary power) connectors of the pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, and pillowing keypad overlay. Battery charge lasting less than expected and unexpected battery failed alarms are confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.